Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigations have shown that the present instruments conform to our specifications. Concerning the visible signs of corrosion it has to be pointed out that even stainless steel is only rust resistant. The corrosion resistance is only ensured, when the products are stored at dry conditions. In addition all metallic contacts at humid or wet conditions may create electrolytic reactions resulting in contact corrosion. The instruments were manufactured according to the specifications. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
Corrosion noticed on instrument after first sterilization. This is 1 of 3 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Lot number and catalog number not reported correctly in initial mw.